Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient reported that the alarm was "ringing all the time now" and said it was going off "every minute, day, and night." There were no reported symptoms. The patient stated they were no longer using the pump, as they did not need it. The patient stated there was no medication in the pump. Actions/interventions taken to resolve this issue and the outcome were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. Drug information on the medication being delivered by the system was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.